Manufacturer narrative:
Instrument was reviewed by mechanical engineering and their analysis is as follows. The instrument has 2 of 3 uses remaining. The root cause of this RMA is user-related damage to the distal overmold of the instrument tube extension. Instrument logs showed that the instrument was successfully used twice. Damage to the instrument can occur due to excessive force or mishandling.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the force feedback fenestrated bipolar was opened and staff recognized a broken sheath next to the tips. There was no report of patient involvement or reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Failure analysis found the primary failure of the broken main tube to be related to the customer-reported complaint. The instrument was found to have a broken main tube approximately 58.33 mm from the end of the distal tip. The break is located at the distal overmolded end of the main tube. A piece measuring approximately 15.20 mm x 4.14 mm was not returned with the instrument. Components adjacent to the broken main tube do not show damage. Common causes of the failure mode, broken instrument main tube, are attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Excessive side loading on the instrument can also cause the main tube wall to collapse inwards, causing it to crack and subsequently break. Additional observation not reported by the site: due to the broken main tube, a detached fragment was observed that was not returned with the instrument. The common cause of this failure is attributed to the user. This RMA was transferred to engineering for further investigation.